Manufacturer narrative:
The cause of the elevated, non-reproducible advia centaur xp troponin ultra results from this patient is unknown. Siemens has requested the samples for additional investigation. The qc was in range at the time of testing. The instrument is performing within specification. The summary and explanation of the test section of the instructions for use states the following: " always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Customer observed an elevated advia centaur xp troponin ultra (tni ultra) result that did not match the clinical picture or results from an alternate method. The patient was admitted to the hospital and additional tests were performed. There are no reports of adverse health consequences due to the elevated advia centaur xp troponin ultra result.

Manufacturer narrative:
MDR 1219913-2015-00035 was filed on february 5, 2015 reporting an elevated advia centaur xp troponin ultra (tni-ultra) result that did not match the clinical picture or results from an alternate method. (B)(4) 2015; siemens requested the sample from the customer, however, the sample was not sent to siemens and no additional information regarding the patient was provided. Root cause of the discordant result is unknown and cannot be determined without the sample or additional information from the customer regarding the patient. The limitations section of the instructions for use states: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis. Samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human anti-mouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values when tested with this method."